Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed on the device which determined that the bearings were worn. It was further determined that the device sounded abnormal and was making a grinding noise. It was determined that the issue was consistent with faulty parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device was not consistent, and the mechanics sounded abnormal. During in-house engineering evaluation, it was observed that the device sounded abnormal and was making a grinding noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.